Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that lead was crushed at 18.2 cm to 18.9 cm from the connector pin. The distal and proximal insulations were damaged and the proximal coil was fractured and exposed in the same area.

Event description:
It was reported that the right ventricular lead was fractured due to clavicular crush. The lead was explanted and replaced.